Event description:
User facility reported that following a novasure ablation the physician viewed the cavity via hysteroscopy and determined "the lower quadrant of the uterine cavity did not seem to be fully ablated". He decided to perform a second ablation and the pt was discharged home following a brief recovery period. During follow-up in 2009, the physician reported the novasure procedure was done two weeks prior, and that he ablated the uterine cavity twice, for a total treatment time of 99 seconds. The pt returned to the emergency room the next day, with pain and was admitted to the hospital. Her vital signs were stable, a physical exam and ultrasound were negative, and she was discharged home 12 hours after admission. The physician reported the pt returned 48 hours later, and was admitted to another hospital. An exploratory laparoscopy, done by a general surgeon, revealed a "pinpoint perforation" in the uterus "with a dime sized area of blanched tissue". Also seen was a bowel perforation. Treatment included a bowel resection. During follow-up the following month, the physician reported the pt has not returned for follow-up.

Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: the novasure procedure is intended to be performed only once during a single operative visit. Thermal injury to the bowel may occur when multiple novasure therapy cycles are performed during the same operative visit.